Event description:
The manufacturer's rep reported that the pump was explanted and replaced due to an "alleged product issue". The pump and proximal portion of the catheter were replaced. The pt was experiencing "no relief from intrathecal baclofen". A rotor study was performed and revealed that the rotor had stalled. "Replacement of pump and resume therapy was the outcome."